Event description:
During follow-up, an extended charge time was observed along with a battery voltage of 2.75v. Three-capacitor maintenances were performed and there was a decrease in the charge times. However, the decision was made to explant the device.